Event description:
It was reported that a patient underwent a left elbow laceration repair in the emergency department on (B)(6) 2015 and suture was used. During the procedure, the physician noted that the needle was no longer present. The needle had detached from the suture at the swage. An x-ray was required to locate the needle, which was found to be imbedded into the cutaneous tissues. The physician attempted to retrieve the needle under fluoroscopy in the emergency department without success. The patient was discharged from the emergency department and returned (B)(6) 2015 for a planned procedure in the radiology department. The needle was retrieved during the second fluoroscopy procedure. Immediately after retrieval of the needle, the patient had a laceration repair and was prescribed antibiotics. The patient had follow-up wound checks and sutures were removed on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual sample was received for evaluation. Visual and functional inspections were performed and revealed that user holder marks on swage area (barrel and hole) of needle and severed protruding suture shows incorrect user handling. In order to avoid this type of damage, and subsequent breakage, the needle only be grasped in an area one-third to one-half of the distance from the swaged end to the point. A representative sample was returned for evaluation. The sample was visually and functionally examined for strength and met requirements.